Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: kinks, tear mark inside instrument channel. Based on the results of the investigation there is cause traced to instrument channel failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had some spots inside scope, maybe glue, bioburden. The issue was found during reprocessing. There were no reports of patient harm.